Manufacturer narrative:
(B)(4).

Event description:
It can get back in your throat and choke you/it goes in the back of your mouth and you start choking on it [choking]. It got caught in my throat [foreign body in throat]. It got caught in my throat and I couldn't breathe [difficulty breathing]. This case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced choking (serious criteria gsk medically significant), foreign body in throat (serious criteria gsk medically significant), difficulty breathing and product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking, foreign body in throat, difficulty breathing and product complaint were unknown. The reporter considered the choking, foreign body in throat and difficulty breathing to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative (phone) on 20 october 2020. Consumer called in about poligrip cushion comfort and reported that, "poligrip. I'm calling about poligrip cushion and comfort. I wanted to know when I take my teeth out, sometimes you have it on your gums, what dissolves it? That's what I have been doing. It can get back in your throat and choke you. It got caught in my throat and I couldn't breathe. 2.2 lot and expiry date I don't think I can read it it's too small. I can't see. 2 months, adverse event start, anytime you use it indication dental, when I go to take a sip of a beverage of water, tea, or whatever that's when it goes in the back of your mouth and you start choking on it. Consumer treated by a health care professional (hcp)." Follow up information was received on 27 october 2020 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for unknown lot number. The investigation reports concluded that, complaint stands unsubstantiated. Complaint sample not received at investigation site. Adhesive strength is tested on each bulk batch before filling. Adhesive strength was within the specification for all the batches. Complaints received for too much adhesion are common and expected. Based on the site report this case is unsubstantiated.